Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis indicated that no anomalies were found. Analysis also indicated that the distal lv (low voltage) electrode of the lead was covered in blood and the distal lv electrode of the lead was covered in body tissue/fibrotic growth. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead helix would not deploy after 36 turns the patient. The lead was pulled out of the rv and the helix was deployed on the table, but only after over 40 turns. It was noted that "the helix caught internally at the tip and the physician asked for a new lead." The lead was explanted and replaced. No patient complications have been reported as a result of this event.